Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a palmaz large stent delivery system it was reported that after the stent was deployed and inflated, the stent was shortened and did not fully cover the lesion. There was no reported patient injury. The target lesion was the pulmonary artery with 80% stenosis. The length of the lesion was unknown. The lesion was not pre-dilated. A palmaz stent (8/18mm) was delivered to the target lesion without difficulty. When the balloon was inflated up to 12mm diameter it was noticed that the stent had foreshortened. The stent was deployed in its intended location. There is no information as to how much of the lesion was left untreated. Another palmaz stent was placed in order to cover the lesion fully. The procedure was finished successfully. The device remained implanted in the patient as was therefore unavailable for analysis. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿stent foreshortening¿ could not be confirmed as the device remained implanted in the patient and was not available for analysis. The exact cause and contributing factors could not be conclusively determined. The DHR does not suggest that the reported issue could be related to the design and manufacturing process of the device.

Event description:
During use of a palmaz large stent delivery system, it was reported that after the stent was deployed and inflated the stent was shortened and did not fully cover the lesion. The patient's information was all unknown. The target lesion was the pulmonary artery with 80% stenosis. The length of the lesion was unknown. The lesion was not pre-dilated. A palmaz stent (8/18mm) was delivered to the target lesion without difficulty. When the balloon was inflated up to 12mm diameter it was noticed that the stent had foreshortened. The stent was deployed in its intended location. There is no information as to how much of the lesion was left untreated. Another palmaz stent was placed in order to cover the lesion fully. The procedure was finished successfully. There was no reported patient injury.